Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the anesthesia team did not accurately provide the anesthetic to the patient. Consequently, after multiple samples were successfully taken, the patient began to wake-up and "buck" on the operating room (or) table. This caused the biopsy needle to move and bend within the head. The or team quickly sealed the patient's skull, woke them up, and sent them to get a computed tomography (CT) scan. The navigation system functioned as intended during the duration of the procedure. The surgeon did abort the surgery as he only managed to obtain two of the four samples he wanted before the patient began to wake-up. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient had weakness on their left side that the surgical team was unsure if it was caused by the needle movement or the location of the lesion and biopsy itself. An additional surgery was not necessary as the surgeon was able to get two cores that pathology could analyze.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.